Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: power inlet module failure. Found the power inlet module had a blown fuse upon arrival. Installed new ybx power inlet module upgrade kit. Performed all checklist tests successfully and returned the cart to service. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause is attributed to component failure. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery the device was plugged in and the suction was being used when the unit gave a spark and started smoking. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.